Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill. The following information was provided by the initial reporter: insufficient vacuum.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for insufficient vacuum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill. The following information was provided by the initial reporter: insufficient vacuum.